Manufacturer narrative:
On (B)(6)2020, mentor became aware that the date of implant explantation was erroneously omitted from the initial report sent on (B)(6), 2020. Mentor also became aware that the patient underwent bilateral replacement with the following devices: (left) 425cc mentor memorygel breast implant catalog: 3504251bc lot: (B)(6)sn: (B)(6) and (right) 425cc mentor memorygel breast implant catalog: 3504251bc lot: (B)(6) sn: (B)(6) since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast cyst, wound infection manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 375cc mentor siltex round moderate profile saline breast prostheses, suffered a recurring cyst under their left breast implant that has been aspirated several times. The cyst developed about a year ago, and the patient went to doctors to have the cysts evaluated. A biopsy was performed and the results came back as not cancerous. The patient had a breast surgery to have another aspiration of the cyst. The cysts got smaller, however, it came back on (B)(6) 2019. The patient had the cyst aspirated yet again a couple of times on (B)(6) 2020. The patient's doctor stated that if it comes back again, she will put the patient to sleep and remove the cyst. The cyst was removed on (B)(6) 2020, however, it came back and eight days after surgery, it had to be aspirated again. Due to covid-19, nothing was done to the cyst in the month of (B)(6). Patient went back to the doctors on friday (B)(6) and had mris done. The patient's doctor, a breast radiologist completed some ultrasounds and is still not sure of what is causing the recurrence of the cyst. Per the doctor, it could be alcl or a little vein near the implant that is causing it. The doctor had drained it and aspirated about 105 ml cc. The fluid was sent in for testing and the results came back negative for bia-alcl and no evidence of non-hodgkin lymphoma. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Mentor became aware that the following information was erroneously omitted from the section 5. Event description of the initial report: the patient also reported the implant to be causing infection in their body and their left breast being extremely large, filled with fluid and painful. Manufacturer¿s reference number: (B)(4).